Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the femur at the bone/cement interface. Depuy cement was used at the original implantation.

Manufacturer narrative:
The retained samples were conditioned and tested at an ambient temperature of 23 deg c. All mechanical properties were reviewed and they were all within specification. A search of the complaint database found no additional reports for both of the reported part and lot number combinations. Review of the device history records found one unrelated non-conformance for this batch; micro and sterility tests passed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.